Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of electrode detached. Block h11: investigation results the returned orise proknife was received for analysis. Visual examination revealed that the device returned with the electrode damaged and detached. The reported event was confirmed. Based on the available information, the investigation findings were most likely caused due to procedural factors, such as the length of time used, power settings required, handling technique, and/or tissue composition. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an orise proknife was used during an endoscopic submucosal dissection (esd) procedure performed on an unknown date. It was reported that the orise electrode was dislodged. The procedure was completed using another orise proknife. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of electrode detached.

Event description:
It was reported to boston scientific corporation that an orise proknife was used during an endoscopic submucosal dissection (esd) procedure performed on an unknown date. It was reported that the orise electrode was dislodged. The procedure was completed using another orise proknife. There were no patient complications reported as a result of this event.